Event description:
The patient's mother reported that about 6 v-go 30 devices came off over the past week. The mother stated that the patient has been perspiring excessively over the past week or so. The mother confirmed that the patient is preparing the application site with an alcohol prep prior to applying the v-go 30 device to his abdomen, however patient is applying the v-go device while in a standing position. The v-go devices in question came off after about 6 to 8 hours of application. The v-go devices are not available for collection.